Event description:
Litigation alleges that the patient suffered injuries as a result of a defect in his asr left hip implant. Litigation further alleges that the patient has been injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Event description:
Update 18 dec 2014 - der rcvd - added pain as a reason for revision. Updated surgeon and sales rep details, dor, patient height, weight and activity level. Cup and head previously reported as unknown products, updated and added remaining 3 products. Two der's received for same complaint. They state: 'surgeon removed asr cup from patient. Patient claimed to be having pain. Components looked like they were well positioned. Surgeon reimplanted a pinnacle cup and placed a new srom head on the stem.' And 'patient presented with a claimed painful hip to (B)(6). We revised the cup to a pinnacle sector cup with a 36 neutral liner. Hip was stable upon completion of case.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.